Manufacturer narrative:
Image review: first image is of a section of a shelf carton and the distal portion of a device. Deformation is evident to the mid-section of the stent with the strut appearing raised. Second image is of the distal portion of a device. Deformation is evident to the mid-section of the stent. Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: the lesion was pre dilated with a 2.0x15mm sprinter legend with a good result. The device got stuck in the prox lcx. Another endeavor resolute was used with no issue. The procedure was completed successfully. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 90% stenosis located in the proximal circumflex (cx) artery. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop. The lesion was pre dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It is reported that stent deformation occurred with damage to a stent strut observed. It was reported that the patient is alive with no injury.